Event description:
During coil embolization within the aneurysm two coils 20x30 & 18 x 30 were placed without difficulty. A 14x30 coil was being deployed in the carotid cavernous fistula in the adjusant artery. About 20 cm of the coil was deployed. As the last turn of the coil was not satisfactory it was decided to try repetition of the coil. The microcatheter (mc) position was readjusted. Three attempts were made to deploy the coil. As satisfactory position was not obtained it was decided to retrieve the coil. An 18 cm of the coil could be removed easily. As resistance was encountered and mc was withdrawn about 2 cm. Attempt was again made to retrieve the coil. There was a snap and coil could not be pulled out or pushed. On withdrawal of the mc the coil remained within the previously deployed coil mass. It was then retrieved using a snare. There was no reported pt injury.